Event description:
Customer reported repeatable false high access testosterone (access high testosterone, part number 33560) results for one patient on their dxi800 analyzer (serial number(sn)(B)(6). On (B)(6) 2026, the patient testosterone result was 97.14 ng/dl (not questioned at that time) which was above the upper limit of reference range (0-75), the clinical advised the patient to follow up regularly and underwent periodic re-examinations on (B)(6) 2026, the patient testosterone result was 121.95 ng/dl, the patient was diagnosed with polycystic ovary syndrome due to elevated testo result at 121.95 ng/dl, the patient was prescribed ethinylestradiol and cyproterone acetate tablets. On (B)(6) 2026, the patient testosterone result was 212.53 ng/dl which did not decrease after taking one cycle of ethinylestradiol and cyproterone acetate tablets, the clinician did not explained reason of elevated testo result, and prescribed drospirenone and ethinylestradiol tablets to patient. On (B)(6) 2026, one patient sample was tested on roche platform with a discordant normal result at 0.37 ng/ml (expected values: 0.084-0.481 ng/ml). The patient was recollected and the access testosterone result was still elevated at 173.6 ng/dl. On (B)(6) 2026, the patient was tested on mike platform with a normal result at 0.96 nmol/l (expected values: (0~2.6 nmol/l). No hardware error messages or issues with other assays were reported in connection with the event. System performance indicators such as system check, calibration and qc (quality control) at the time of the event were not provided for review. No issues with sample integrity were reported by the customer. A beckman coulter lss (laboratory solution specialist) was dispatched to customer site.

Manufacturer narrative:
A1: the full identifier for this report is (B)(4). A2, a3: the patient was a 26-year-female. A4 and a5: the customer did not supply patient demographics such as date of birth, weight, ethnicity or race. H3 and h6: the lss retested the original patient sample of (B)(6) 2026, the testo results were high and consistent with initial results. The patient sample on (B)(6) 2026 was sent to roche and mike platform for comparison testing, showing roche and mike testo results were normal. An interference testing, using different blockers, was then carried out. The blockers used in the interference testing consist of goat which is animal derived antibodies. A pool of blockers related to alkaline phosphatase (ap mutein, scavenger alp) was also tested. It was found that the elevated result could not be decreased by adding all blockers. The lss explained to the customer that the diversity of interfering substances and the limitations of detection and applying for access sierra testosterone assay (progc) for routine retesting. In conclusion, the cause of this event cannot be determined with the available information. There is no evidence to reasonably suggest that a malfunction occurred in conjunction with this event. Note: no access testo reagent lot number was provided. No UDI, no expiration or manufacturing dates could be provided (section d4) and for section h4: the device manufacture date is related to the analyzer as no information related to the reagent was provided.